Event description:
It was reported that the touchscreen display was unresponsive. Customer stated they had fallen out of his chair and onto his pump. There was no reported impact to customers blood glucose level.

Manufacturer narrative:
The device has not yet been rec'd for evaluation. Should add'l info be rec'd a supplemental form will be completed.